Manufacturer narrative:
Initial and final MDR 1918932 - MDR 3003442380-2024-15808 - device 2 of 4.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced 4 infusion set was fell off during use on 05-jun-2024 and 07-jun-2024. No further information available.